Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had dislodged. The patient was not symptomatic and was stable after the procedure. The lead was explanted and replaced successfully.